Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were suspected of fracture. The ra lead was noted with high impedances. The rv lead exhibited possible insulation damage and low impedances. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.